Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with this dual chamber pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pace impedance measurement, measuring greater than 3000 ohms. Additionally, there were events post lead safety switch with noise and oversensing; no pauses of greater than two seconds reported. Technical services was consulted and recommended the patient be seen for further evaluation. Upon further evaluation, the non-boston scientific right atrial (ra) lead was found to have a single spiked impedance measurement, but still within normal limits; the rv lead was found to have several spiked impedance measurements, but still within normal limits. It was also found that the device had performed an additional 400 right ventricular auto threshold tests. During troubleshooting, the representative performed isometric movement testing which successfully reproduced the reported observations. Subsequently, the physician opted to replace the entire dual chamber pacemaker system. Pocket manipulation was performed during the surgical intervention which confirmed the reproduction of the rv port producing high out of range impedance measurements, measuring greater than 3000 ohms. The rv lead was surgically abandoned and replaced while the pacemaker and ra lead were surgically explanted and replaced. No additional adverse patient effects were reported.